Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient who has burning warmth at the implantable neurostimulator site when charging that has happened 3 times in the last couple weeks but not every time the patient charges. Caller does not know which charger is being used. Caller has not seen the patient or talked to anyone at the clinic. Additional information was received from the manufacturer's representative stating that impedance test was done and it showed electrode #8 has fluctuations. Sept 22 - 3200 ohms 0.7 volts test, feb 23 - 1700 ohms 0.7 volts test , mar. 2023 - 3/8 1984 ohms, 3/7 2017, 1151 ohms 3/09 ran at 3 volts. Patient recharges a couple times a week and issue only occurs when recharging. Ts reviewed with rep that if there is an impedance issue that is the cause of the burning sensation at pocket site, then it would be there even without recharging. Ts suggested putting the recharger over the implant and not recharge to see if burning sensation still occurs. Ts also suggested turning stimulation off to see if sensation is there when recharging. Ts also inquired if electrode #8 was used in programming therapy, but rep didn't know. Ts reviewed with rep that issue appears to be medical in nature since sensation wasn't there when not recharging. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp) reported the cause of the burning sensation when recharging was unknown. The patient was instructed to put a sweatshirt on to charge when they previously wore a shirt. The issue was not currently resolved.